Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular (rv) lead was discovered to be fractured. A revision procedure was performed where the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Please note that the lead was implanted in 2012 but the exact date of implant is unknown.